Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. On an unreported date, the patient experienced septicemia. Treatment for the septicemia was not reported. It was reported the patient was hospitalized for two weeks. The same day as receipt of this report, the patient passed away. The cause of death was reported as septicemia. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.